Event description:
Customer reported issues with the insulin pump. Customer states that the screen of the insulin pump is damaged. Customer is advised to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump had a cracked and bleeding lcd glass noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.